Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that things have been "messing up since" their fall. The patient reported that they were starting to shake a little on their left side, and their right side has a weird sense "like when the elbow was hit", that goes from the hand into the fingers. The patient reported their healthcare provider (hcp) had readjusted the settings for it, but they were still having problems on the right side. The patient reported that they have done a " whole bunch of testing." The patient reported that they increased their left side stimulation to 2.8 per their hcp's instructions. No further patient complications have been reported as a result of this event.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating their most recent change "did not take completely" and the issue in their left hand was still occurring. The patient raised their settings during the call to 2.9v and were indicated to follow-up with their hcp regarding their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that they had a fall. The patient had a return of symptoms, shaking, and numbness in their hands and fingers on the right side a couple of days later. The symptoms were worse than before the implant, and the patient went to the emergency room on (B)(6). At the time of this report, the device wouldn¿t let the patient turn stimulation up on the right side from 2.9 to 3.0 v. Their physician instructed them to turn it up due to the return of symptoms the patient had. The patient encountered the ¿upper limit reached¿ screen and was instructed to follow-up with their physician to discuss. The settings on the left side were higher than usual, so the patient turned them back down to 2.4 v. No further complications were reported.